Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 on a patient with 4 to 5 leaflets. A triclip xtw was inserted and successfully deployed on the tricuspid valve. A second clip, a triclip xtw (50821r1018), was then inserted and grasping was performed. However, the leaflets were unable to be grasped, and it was observed that a gripper was not functioning as intended. Therefore, a decision was made to remove the clip. However, while removing the cds into the sgc, the clip detached from the tip. It was noted that the gripper lines stayed attached. A non-abbott sheath device was inserted and placed on the opposite side (left side) of the device and snared out of the patient. A third clip was then inserted, and grasping was performed. However, the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient. The procedure was discontinued, and the tr was reduced to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, the following information was corrected: the correct lot number for the second clip has been corrected to 50827r1034), as the clip 50821r1018 was the first clip implanted and implanted with success.

Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to replicate the reported positioning failure, difficult single gripper actuation, difficult cds removal through the sgc, and premature activation in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure is related to challenging patient anatomy (4-5 tricuspid valve leaflets). A cause for the reported difficult single gripper actuation, difficult cds removal through the sgc, and premature activation could not be conclusively determined. The reported embolism is a cascading event of the premature activation. The reported patient effect of embolism, as listed in the triclip g4 system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.